Manufacturer narrative:
(B)(4). The analysis found that one psee60a device was returned with the anvil bent upwards and without cartridge present. Furthermore the anvil knife slot was noted to be damaged. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects.

Manufacturer narrative:
(B)(4). Batch # ni. No lot or batch number was provided; therefore, a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic nephrectomy procedure the surgeon was using a blue reload on very thick, calcified tissue in an attempt to isolate the organ. It required excessive force in the attempt to do so and the device was unable to fully close at the distal tip and the motor stopped. They reversed the device, removed the blue reload and tried again with a green reload, but again it was very difficult to close the device on tissue. It was then noticed that the anvil had bent and split. Nothing was reported to have fallen into the patient. The procedure was completed using a same like device with green reload. There was no patient consequence.